Event description:
In 2008, the pt reported an elevated blood glucose reading of 335 mg/dl with her normal range being 53-80 mg/dl. She stated on three days earlier, she changed her insulin infusion headset, and woke up the next morning with a reading of 116 mg/dl. She said she ate breakfast, and bolused insulin through her infusion device (competitor product) but about an hour later, her reading was 230 mg/dl. She stated, she again bolused insulin which brought her reading within her normal range. The pt said she later placed a new infusion set in her leg, and ate another "normal" meal, and when she tested her blood glucose, it was 295 mg/dl. She bolused and tested again and her reading was 335 mg/dl. She said, she changed her infusion set, bolused, and tested, and her reading was 79 mg/dl. The pt stated her infusion headset that was placed on her leg had come loose, but the cannula was not completely dislodged. She stated the adhesive did not seem strong enough to adhere, but was sticky when she removed it. She said, she uses lotion at the infusion site. The pt was advised to use a prep wipe for best adhesion. A complimentary guide to infusion site management, insertion device, and a box of infusion sets were sent to the pt. The pt called back on original date, and stated her reading had elevated to 280 mg/dl, and she bolused, and changed her infusion set again, and is now using her sides instead of her legs. On the following month, the pt reported her blood glucose readings have returned to her normal range, and she is doing much better. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.